Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 438 mg/dl. The customer stated that, the insulin pump will not calibrate with a number over 400 mg/dl. The customer declined troubleshooting for the high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.